Event description:
It was reported that t1 and t2 deployed together. It is unknown if a backup device was available to complete the procedure or if there was any delay. There was no patient injuries reported.

Manufacturer narrative:
Three 72202468 fast-fix 360 curved needle delivery system devices returned. These were returned together in one shelf carton. Devices are not identified with individual complaint numbers. They will be evaluated together. The results will be shared. All devices were returned with no anchors or sutures. All depth limiters are damaged; creased crimped, pushed, indicating resistance from tissue due to probing. All needles are visibly damaged; bowed, bent or twisted. None of the four cycled or actuated any longer due to needle damage. The condition of the devices indicate incompatible force was used. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that t1 and t2 deployed together. T2 deployed through the meniscus and all the pieces were later removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.